Event description:
Removed (B)(6) 2021 infection vegetation on boston scientific rv lead no medtronic product issues or complaints hospital in possession of removed device do not ask rep for information on status of removed device. Hospital will only know (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)